Event description:
A report was received that alleges that after 6 days in situ the 15mm connector of the tracheostomy tube split which required replacement. The trach was replaced and the patient recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.